Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux-en-y. According to the reporter: the surgeon used the device to close the transverse mesocolon area. She has had 4 patients that have experienced fat necrosis and calcification causing stenosis in the area of the suture (transverse mesocolon). In a couple of the cases, she has had to re-operate to remove the calcification and open the area up. This seems to occur 6-12 months post-operatively with the calcification of tissue. Patient status: fine after re-operation. Additional information has been requested.